Manufacturer narrative:
The clinical ECG data from the event was returned and evaluated. Evaluation found that during this analysis period the first two segments returned a "shock advised" result due to high normalized amplitude, variability of the waveform, width of the waveform and detected number of peaks. While the clinician may visually interpret the rhythm as non-shockable, the algorithm found enough variability between complexes and signal amplitude that ultimately a shock advised result was returned. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat patient (age and gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.